Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local representative contacted technical services to report that this device's arrhythmia logbook stored over 300 nonsustained ventricular tachycardia (nsvt) and no therapy programmed episodes. The hospital had documentation of a torsades de pointes type episode at 190 bpm which was not stored in the device's arrhythmia logbook. This episode required external cardioversion by the hospital staff. A review of the hospital's electrogram identified a ventricular tachycardia (vt) rhythm with a rate of 214 bpm. Technical services discussed bucketing of episodes in vt-1 or vt zone and the possibility of overwriting of the no therapy vt-1 episodes. This would hold true even if ventricular fibrillation (vf) therapy was delivered during the episode. Based on stored data, it appears that the device attempted to treat the patient's arrhythmia prior to the hospital's recording but may have exhausted available therapy. Since the patient's rate was near the vt-1 zone it was likely that the episodes were stored in the vt-1 zone and were overwritten by subsequent episodes. Subsequently, boston scientific received information from the local representative that no intervention (reprogramming or invasive) was undertaken. There were no additional adverse events reported.